Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unable to grasp leaflets was due to patient anatomy. The reported difficult imaging was due to equipment quality. The cause of the reported tissue injury was unable to be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 2-3 and an enlarged atrium. It was noted that the mean pressure gradient was 3mmhg. The clip was inserted, but after several grasping attempts, tissue damage was observed on the anterior leaflet. The gradient also increased. Therefore, the physician decided to remove the clip and discontinue the procedure. Mr increased to a grade of 4. There was no clinically significant delay in the procedure.